Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 400 mg/dl. The customer was feeling sick. The customer was treated with insulin drip at the hospital. The insulin pump will not be returned for analysis.